Manufacturer narrative:
G: added additional manufacturer information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary packaging damage (sterility compromised): the impella cp device was not returned, and no images were returned to inspect the packaging damage from original packaging box. It was reported that the impella cp pump box seal was broken prior to device removal from original packaging. The cause of packaging issue was not determined due to device/images not being returned for investigation. Clinical review: 1-oct-2025: the device was send to the distributor and it was observed that seal of the impella cp was broken. When the customer opened the box the seal of one of the boxes was broken. The device was not used. The device serial number and lot info is unknown. Device history review the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete an inspection.

Manufacturer narrative:
The reported event did not occur with patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp arrived at the customer site with a broken seal. The shipping box was also broken. No patient use was reported.

Manufacturer narrative:
This follow-up MDR is being submitted to document that the device has been returned to the manufacturer for investigation, to correct information provided in a previously submitted MDR, and to document additional information received. The initial supplemental MDR included investigation conclusions; however, the device was not available for return at that time. The device has since been returned, and the investigation has been reopened. Section d4 has been updated to include device identifying information obtained following device return, including serial number, lot number, UDI, catalog number, and expiration date. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. Section g (manufacturer site name and address) has been corrected to reflect the appropriate manufacturer information. Section h4 (device manufacture date) has been updated based on information obtained following device return. An updated evaluation will be conducted, and a supplemental MDR will be submitted upon completion of the investigation.